Manufacturer narrative:
One 8f fast-cath introducer and dilator were received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak during testing which was caused by two tears in the hemostasis seal. However, it is uncertain what caused the seal to tear. The following dates are estimated. Only the month/year is known:

Event description:
It was reported once the introducer was positioned during the purge, it appeared air was present and a leak was noted at the level of the valve in the right auricle during a transseptal puncture. The catheter was immediately withdrawn and there were no consequences to the patient. There was a risk of embolism.